Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a chemo bag was hung by the registered nurse at 1930. An hour later the pump module alarmed for air in line because of the "tko" bag being empty although the chemo bag was full. The pump module was reprogrammed with a new "tko" bag and hung in same channel and the nurse also insured the chemo was dripping. 15 minutes later, the rn checked the infusion and the same issue persisted with pump pulling the tko bag and not the chemo bag. The same issue happened with the new channel being replaced on the same pump. The issue got resolved when the pump was changed completely. There was patient involvement but no harm.

Event description:
It was reported that a chemo bag was hung by the registered nurse at 1930. An hour later the pump module alarmed for air in line because of the "tko" bag being empty although the chemo bag was full. The pump module was reprogrammed with a new "tko" bag and hung in same channel and the nurse also insured the chemo was dripping. 15 minutes later, the rn checked the infusion and the same issue persisted with pump pulling the tko bag and not the chemo bag. The same issue happened with the new channel being replaced on the same pump. The issue got resolved when the pump was changed completely. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-197762 is a concomitant. Please refer to manufacturer report number 2016493-2023-197753, 2016493-2023-197763 which captured the correct suspect device per investigation report.